Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified issue was reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2024. The patient experienced an unknown sensor issue which occurred the day of sensor insertion into the abdomen. On (B)(6)2024, the patient inserted a new sensor and then stated it ¿didn¿t work¿. No other details were provided. The patient was also wearing a tandem insulin pump and reported that the pump was ¿buzzing¿ and showing a small clock icon. The patient stated she had never seen this icon before. The patient was unable to receive continuous glucose monitor (cgm) values, and she had no blood glucose (bg) meter to use as a back-up. At an unspecified time later, the patient began vomiting, was shaky, sweaty, and eventually passed out. Prior to passing out, the patient called emergency medical service (ems). Ems arrived and treated the patient with an anti-nausea medication. The patient stated she could no longer recall if a bg meter reading was done at this time or not. Ems transported the patient to the emergency room (ER) and on the way, she was treated with unspecified IV fluids. At the ER, the patient¿s bg meter reading was 480 mg/dl. It was noted that her tandem insulin pump was removed. She continued being treated with unspecified IV fluids and was admitted to the hospital. The patient was discharged home the following day and was okay at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.